Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came to clinic with episodes of non sustained right ventricular oversensing. The presence of low pacing lead impedance and diminished r waves were also noted. The egm reviews showed complete loss of both atrial and ventricular capture. The oversensing is caused by the loss of ventricular capture. The rv lead was capped and replaced on (B)(6) 2018. The patient was asymptomatic and stable before, during, and after the procedure.